Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, the following is likely to have caused the malfunction: a plug unit failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited error b30 ( scope communication error); the issue occurred during reprocessing. There were no reports of patient involvement.